Event description:
A 3mm amplatzer duct occluder (ado) was successfully implanted on (B)(6) 2017. There were no adverse patient consequences; however the user was not confident that the device had closed the defect completely due to defect size. He elected to monitor the patient overnight and then on (B)(6) 2017, the patient returned to the lab where the ado was snared and a 5mm ado was successfully implanted.

Manufacturer narrative:
The device was returned due to "the user felt that the closure of the defect was not efficient due to the ado size". The investigation confirmed the device met all dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2017, a 5/4 mm amplatzer duct occluder (ado) was successfully implanted. The implanting md had concerns that the closure of the defect was not efficient due to the ado size. On (B)(6) 2017, the physician elected to snare the ado and following its removal a 8/6 mm ado was successfully implanted. There were no adverse patient consequences reported.